Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason on unknown date with blood glucose level was unknown. Customer¿s blood glucose level was unknown. Customer reported that the insulin pump had critical pump error alarm. Troubleshooting was declined. Customer also reported that they received the open book image on the insulin pump screen. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and refer to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Force sensor zero offset measured within specific range. Device received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip.